Event description:
It was reported that the patients remote control would no longer connect with the ipg, following a lead revision procedure (MFR number: 3006630150-2021-06688) wherein an electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1160 sn (B)(6). The returned ipg was analyzed and the device was undetectable nor charged. The device was cut open, and the battery measured 1.50 volts. The patients data could not be obtained due to severe device damage. With all the available information, boston scientific concludes that the complaint was confirmed. The returned ipg was not functional. An internal electrical test revealed asic u3 damage. It appeared that the device was exposed to high voltage transients or high rf (radio frequency) energy which can cause this type of damage. The probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that the patients remote control would no longer connect with the ipg, following a lead revision procedure (MFR number: 3006630150-2021-06688) wherein electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.